Event description:
Reyner intraocular lenses limited has been notified by (B)(6) of the following adverse event that occurred during surgery "iol loaded incorrectly -1x haptic severed. Iris damage during explantation (as iris hooks were employed)."

Manufacturer narrative:
The (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. Rayner is unable to confirm if a rayner device was the subject of the adverse event due to the lack of device details. The healthcare facility informed rayner that iris trauma and an intraocular bleed occurred as a result of this event. Corrective action was taken by the healthcare facility to treat the iris trauma and intraocular bleed. A washout was performed 2/52 later. The root cause of the haptic damage is incorrect loading by the user. The event did not occur as a result of a device defect or malfunction.